Event description:
Patient was returned to bed after having upper gi, mall bowel x-ay, and supine chest x-ray at 11:30 a.m. At 12:16 p.m. (46 minutes later), the nurse chercked the g-tube and discovered it was out of the stoma and on the patient's abdomen. The balloon ws deflated and had a tear of approximately 3/4 inch. The g-tube was still in when the patient left radiology. The surgeon replaced the g-tube with an 18 fr. Foley catheter and the patient tolerated the procedure well. There was no injury to the patient. The g-tube was sealed in plastic and impounded and nurses on all shifts were instructed to check g-tube placement frequently. Other devices in use were: ivac controller, ross flexiflo feeding pump which was stopped at 10:27 a.mdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, balloon. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.